Event description:
It was reported that a patient discovered a leak in the tubing of a patient line extension set. This event occurred during patient setup of peritoneal dialysis therapy. The patient stated there was a hole or "something like that" in the patient line extension. The hp set up with a new cassette and a new patient extension, but not new bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The leak was reported to be due to the cut/hole in the line. The home patient stated that they changed out the cassette and patient extension, but did not change out the solution bags. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.